Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
Pt reported part of the infusion device display does not work and the arrow buttons are defective. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Some segments of the display are not indicated. Mechanical stress and an insufficient gluing process by the manufacturer caused the separation or breakage of the display glass.